Event description:
A system error 2330 (bag/ fluid is over expected temperature) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 22:11:03. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A system error 2330 (bag/ fluid is over expected temperature) alarm was confirmed through an event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent.